Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 250mg/dl. The pt then administered insulin. About an hour later the pt passed out. Paramedics took the pt to the hosp. The pt was given a meal and released. The pt did not know if any medical treatment was administered.

Event description:
Unk